Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
A customer contacted stryker to report that their device keeps turning off. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no report of patient use associated to the reported event.